Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos) stored as non-sustained right ventricular oversensing (nsrvo) episode. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.